Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the battery compartment was cracked from the top above pad to the cover part and the battery compartment was cracked below the bumper pad. There was a battery compartment leak with evidence of moisture corrosion in the battery compartment, on the ir board, and on the motor flex connector. A call service 078 alarm was observed in the black box and was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.